Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received form the patient reported their weight at the time of the event to be (B)(6) lbs. The patient stated they did not know what caused the overstimulation , but that on (B)(6) they had their right knee replaced for the second time, and they noticed after coming home from recovery their stimulation going down. They added that nothing had been done about having stimulation in both legs, and that they were pleased with having it in both legs as it had helped with their pain. The patient said that their back was broken and were wearing a back brace for two weeks before seeing their physician, and the only thing they have for pain is their stimulator. They noted the overstimulation had been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient programmer (pp) had a poor communication screen and would not communicate with the antenna attached. A replacement pp was sent. The patient reported that stimulation was too strong and they could not turn it down. The patient had stimulation at 5.0v and lowered it to 2.2v but it was still too high. The patient was recommended to follow up with a healthcare professional (hcp). The patient stated they used to feel stimulation only on the left, but now they feel it on both legs. The patient did have a right knee replacement surgery on (B)(6) but the stimulation did not change until (B)(6). Physician listings were sent. Additional information was received from the patient on (B)(6)2017. It was reported that they had received the replacement pp and they were unable to turn the stimulation off. The patient stated the stimulation was too strong. The patient reported a poor communication screen on the pp without the antenna. The patient stated the ins battery was a ¾ and on 2.2v. The patient tried to troubleshoot with and without the antenna and could not connect. The patient attempted a few more times without the antenna and was finally able to connect and turn stimulation off. The patient stated they think the reason for the poor communication is the device and that patient services told them it could be a possibility. A replacement antenna was sent. It was reviewed that if this did not resolve the poor communication, the patient would have to go to a hcp to have the device checked. Additional information was received from the patient on (B)(6)2017. It was reported that the patient had been in the hospital for a month in (B)(6) 2017 because of issues with their kidney function. The patient stated their ins battery was fully charged and they had not messed with the stimulation because they did not need to. The patient stated when they finally turned the stimulation on last week the setting was so high; it was like something was wrong with the battery. The patient reviewed that the overstimulation down both legs was okay because they had a preexisting bad back condition and the stimulation was a better option than surgery. They stated their left leg was almost about ready to give out. The patient attached the new antenna on the pp and was able to synch to see their settings. The patient had a program 1 at 2.1v and the patient turned the stimulation down to 0.0v. The patient had a program 2 at 4.6v and turned it down to 0.0v. The patient also had a rate of 60. The patient turned the stimulation on using the pp and slowly increased up and did not feel any stimulation on program 1 at 4.0v. The patient brought it back down to 0.0v and switched over to pro gram 2. The patient increased the stimulation up slowly and barely felt it at 2.2v. The patient brought it back down to 0.0v and turned stimulation off. The patient was redirected to call their hcp and update them on the current stimulation settings and changes, symptoms, etc. And to set up an appointment to get the device checked. It was reviewed that the pp and antenna were working. The patient stated they have an appointment with their primary care physician on (B)(6) 2017. The patient also reported an appointment with their knee replacement doctor on (B)(6) 2017 and stated they would talk to them about stimulation needs if the primary care physician is unable to assist. Additional information was received from the patient on (B)(6)2017. The patient requested hcp listings to be sent. The patient stated they would continue to find a hcp and manufacturer representative (rep) to work with but they did note that their pain is currently being covered even though the stimulation was in both legs. No further complications were reported/expected.